Event description:
Since march 06, 2021 the user reports issues with the hearing performance. He first heard a _bang_, then he heard some noise and after that he was not able to hear anymore. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2021 the user repots issues with the hearing performance. He first heard a bang, then he heard some noise and after that he was not able to hear anymore.